Event description:
It was reported the patient initially experienced comfortable post-op stimulation. The following day upon getting out of bed to walk, the stimulation became too strong and uncomfortable. The pt attempted to use the patient programmer for the first time, and could not communicate with the device. The nurse attempted to turn the stimulation down and off, but telemetry was unsuccessful. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.